Event description:
It was reported that this pacemaker was found to be operating in safety mode. The patient reported experiencing stimulation from the safety mode pacing. Upon review it was noted that there was no alert displayed for the safety mode. Technical services (ts) was consulted, and device replacement was recommended. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.